Event description:
One pt sample with initial rbc folate result of 705 ug/l and folate in serum result of >06ug/l, do not match the clinical picture. The samples were repeated on another analyzer - different methodology giving rbc folate result of >17.5 ug/l and folate in serum result of 1.41 ug/l. If add'l info is received, appropriate notification will be provided.